Event description:
New information received noted that the patient presented to the clinic on (B)(6) 2021. The programming recommendations were attempted but were not successful. No programming changes were ultimately made to the device. Patient was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via (B)(6) with noise on the atrial lead. Lead also exhibited high capture thresholds on multiple occasions. Programming changes were recommended to a healthcare provider. Patient had no consequences after the event.